Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent embolized. The lesion being treated was located in the calcified mid left anterior descending artery (lad). The physician used a medtronic ebu 4.5 6 fr guide and an asashi light wire. He pre dilated the lesion with 2.5 x 20 mm voyager balloon at 10 atms. The physician attempted to cross the lesion with a taxus express2 2.75 x 24 mm drug eluting stent but had difficulty and decided to remove the system. He felt resistance while attempting to remove the delivery system so he pulled harder and the delivery system came out but the stent dislodged in the vessel, proximal to the lesion. The physician tried to recapture the stent with a 1.5 x 9 mm maverick balloon but was unsuccessful. He switched to a 1.5 x 6 mm medtronic sprinter balloon and was able to cross the stent and pull it proximal. He recrossed with a 2.25 x 6 mm sprinter balloon and pulled the stent further proximal but was unable to remove it all the way. He deployed the stent in the proximal lad with a 3.0 x 20 mm sprinter balloon at 8 atms. The physician was able to cross and deploy a 3.0 x 23 mm vision stent at the distal lesion. He then post dilated both stents with a 3.25 x 13 mm highsail balloon at 16 atms. The pt's status was reported as satisfactory/good.